Event description:
The customer contacted stryker to report that shock button on their device is not working. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and was not able to duplicate the reported issue because the device would not power on. The root cause of both issues is extensive water damage of the main pcb assembly due to the customer abuse. The customer has been provided with replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report that shock button on their device is not working. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.